Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during the implant procedure physician was unable to insert stylets to reposition the right ventricular lead. The lead was then exchanged for another to complete the procedure. Patient had no symptoms and was stable after the event.